Event description:
The user facility reported that during patient procedures, the endogator irrigation tubing that attaches to their endo stratus irrigation pumps was cracking allowing water to leak onto the floor and subsequently causing procedure delays. User facility personnel replaced the tubing, cleaned up the water, and the procedures were completed successfully. No report of injury.

Manufacturer narrative:
A steris product specialist spoke with user facility personnel who stated that the endo stratus irrigation pumps were continuously being utilized at 100% flow rate. The endo stratus irrigation pump instructions for use include the following instructions for proper operation of the pump including flow rates. The IFU states, "the flow control should always be set at the lowest setting at the start of the procedure and be increased incrementally to a level commensurate with the clinical condition of the patient and the degree of irrigation required. Excessive water pressure may result in damage or injury to patient including perforation of patient anatomy." The IFU further states, "always watch for abnormal flow rates and adjust the flow rate as necessary. If an unusual flow rate remains after adjustments have been made, then stop the procedure and investigate. Only qualified medical personnel in an acceptable medical facility should operate the endo stratus irrigation pump. The instructions for use described in this manual must be followed. Otherwise, compromised safety, malfunction, injury to the operator and/or patient, or costly damage to the unit and other equipment may occur." The endogator tubing subject of the reported events was not returned to medivators for evaluation. Without the returned devices, the root cause cannot be determined. The steris product specialist counseled user facility personnel on the proper use and operation of the endo stratus irrigation pump, specifically on how to properly adjust flow rates. No additional issues have been reported.

Manufacturer narrative:
The endogator tubing subject of the reported events was not returned to medivators for evaluation. Without the returned devices, the root cause cannot be determined. However, based on the description of the event, the root cause may have been attributed to constant use of the maximum (100%) flow rate by user facility personnel. A medivators product specialist counseled user facility personnel on the proper use and operation of the endo stratus irrigation pump, specifically on how to properly adjust flow rates. No additional issues have been reported.